Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"This is the complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Clip had no problem initially. After about 5 shots of clip, it was confirmed that clips were fired with misformed and distorted and clips would not be closed firmly and tightly. Eventually, grip became to be tough to grasp and stuck. The actual event unit was returned to olmypus and visually inspected. It was confirmed that there was a clearance gap under jaw compare to that of the same model in hand at our office, see picture fig.1. There is no such the gap on the product we have. Is the gap or malfunction? If it is defect or malfunction, please let me know your thoughts how the gap could be created. If you think that the cause of the gap is attributed to user, I wish to know what kind of mishandling by the user could cause such the gap. It seems that a clip stuck under the jaw, see picture fig.2. Is this usual thing? It it's not a normal clip position, please let me know what kind of handling by the user caused this clip position. The event unit will be returned to applied medical for further evaluation. Please analyze this complaint phenomenon and review the device history record of the unit. Admin#(B)(4)." Patient status: no patient injury